Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications. It was reported that the patient had an MRI during the beginning of april, and ever since the MRI, the boluses have been off. Patient stated the MRI shut the pump off and turned it back on, and it messed up the bolus settings, and they cannot get them back to the way they were. Patient mentioned they should be getting a bolus every 8 hours but it is calculating them for whatever time they had it the day before and sometimes it's 10-12 hours. Agent asked patient if they have had the pump updated since daylight savings and patient said yes. Patient also mentioned they had seen their healthcare provider (hcp) numerous times. The patient was redirected to their hcp to further address the issue. Agent provided technical services and national answering service (nas) number for healthcare plan to call for assistance and manufacturer representative (rep) request for next appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.